Event description:
Additional information: it was reported that the patient left without having the catheter primed. The patient had been without drug for approximately 23 hours. The healthcare provider (hcp) planned to see the patient in the hospital. If no changes were made at the time the information was reported the drug would have reached the tip of the catheter in six hours.

Event description:
It was reported that the patient experienced altered mental status following a catheter dye study. The healthcare provider (hcp) reported that within 2 hours following a dye study, the patient was seen in the emergency room for altered mental status, acute confusion, and hypothermia. A prime was not done following the procedure. It was later confirmed that 2mls were pulled from the catheter access port (cap) and the dye was injected. However, the hcp felt it would be too early for withdrawal symptoms to occur. The hcp was questioning a possible reaction to the dye used during the study; however, the dye used was approved for intrathecal use and the patient had no previous known allergy to the dye contrast used, and had a previous dye study before this event with no adverse effect. It was then initially questioned if radiology did not do an appropriate withdrawal of the drug and was concerned about overdose, so nothing was programmed into the pump. After consideration/review and confirmation of cap aspiration prior to dye injection, the hcp did not believe event was caused by an overdose. The patient, subsequently, returned to baseline. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).